Event description:
Mattress cover is delaminating.

Manufacturer narrative:
This mattress has not been evaluated yet due to the mattress not being returned. The customer sent pictures showing that the urethane cover bubbled on the left side of the mattress but did not peel away exposing the foam. A new mattress was shipped out to the customer on (B)(4) 2014. The customer is in the process of sending back the mattress to our warehouse. This problem has been assigned CAPA (B)(4), and a follow up report will be submitted upon completion of the corrective action.